Event description:
During servicing we identified a faulty pressure sensor which constitutes a reportable malfunction. There was no patient involvement.

Manufacturer narrative:
The customer reported problem was not confirmed. The device passed all required testing and specifications and released back to the customer. A review of the device history record for sn (B)(6) was performed from 03/24/2010 to 08/26/2020 and note that this device has been returned for service once without correlation to the customer reported issue or service repair. Also, there were no production failures indicated on the source device.

Manufacturer narrative:
However, the investigation has not been completed. A follow up MDR will be submitted to include investigation conclusion once the device is repaired.

Event description:
During servicing we identified a faulty pressure sensor which constitutes a reportable malfunction. There was no patient involvement.